Event description:
It was reported that the patient underwent a surgery to remove an atoms sling and replace it with an artificial urinary sphincter (aus). No additional information was provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).